Manufacturer narrative:
This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed increased pacing threshold measurements with a possible lead dislodgment at four days post implant. A revision procedure was performed to reposition the lead. No adverse patient effects were reported.